Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor resets during pulse delivery) was confirmed. Upon evaluation the monitor was resetting during pulse testing. The root cause for the resets was isolated to noise from the defibrillator pca high-voltage capacitors propagating on the main battery wire on the monitor c/a board. A real-time review requires for a design change to address this issue was submitted to FDA. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was resetting during pulse testing.